Event description:
It was reported that a patient observed a minicap with a protruding sponge that was dry. The minicap was discovered before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date: 12/03/2014 ¿ 12/09/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.